Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic bso with extensive lysis of adhesions.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, rectocele, hypermobile urethra. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and other. It was reported that patient underwent partial excision on (B)(6) 2004 due to erosion of mesh. It was reported that patient underwent mesh removal on (B)(6) 2004 due to erosion of mesh. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and mesh was implanted and on (B)(6) 2004, pelvicol was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.